Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. See attached facility medwatch. [(B)(4).pdf].

Event description:
It was reported that during an exploratory laparotomy the staples did not form correctly. There were no "b" formations. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5835f. Device evaluation: the analysis results found that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.